Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality control results do not indicate a reagent issue. Since the low tsh value could not be reproduced, a reagent related issue can most likely be excluded. No adverse events were reported.

Event description:
The customer received a questionable result for thyrotropin (tsh) on their modular analytics e-module and it was reported outside of the laboratory. On (B)(6) 2011, the customer re-poured the sample and tested it using a different analyzer. The customer believes this is the correct result and issued a corrected report. On (B)(6) 2011, the customer performed three more tests on the original sample and original analyzer and received results corresponding with the corrected report. All units reported in uiu/ml. The initial result was 0.045 uiu/ml. The second result was 3.840 uiu/ml. The third result was 4.12 uiu/ml. The fourth result was 3.88 uiu/ml. The fifth result was 3.81 uiu/ml. There was no allegation of any adverse affects to the patient as a result of this event. The lot number of the tsh reagent was 16037401. The field service representative could not determine a cause for this event. He conducted performance testing on the analyzer with passing results.